Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing prior to revision surgery revealed results within normal limits. The recipient's device activation went well. The external visual inspection revealed cuts in the silastic overmold on the top cover, bottom cover, and fantail region. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, the reported complaint of poor performance could not be verified during this analysis. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer. Programming adjustments were made, however, this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.